Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: following insertion, the patient experienced infection and vaginal thickening. On (B)(6) 2013, the patient underwent mesh removal and monarc was implanted due to exposure, sui, pop, and pelvic pain. (B)(4) ¿ vaginal thickening; recurrent prolapse.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy. It was reported that patient underwent an excision of sling mesh and an excision of cystocele mesh on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.